Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/25/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects. During investigation, the display screen was found to be fully functional when pump was powered up.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.